Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13225, 1627487-2021-13226, and 1627487-2021-13228. It was reported that the patient was not getting adequate therapy. Several reprogramming sessions were attempted without success. As a result the system was explanted on (B)(6) 2021.